Event description:
It was reported that the hana table's right leg spar drifted down quickly. It was reported no patient injury

Manufacturer narrative:
Field service engineer inspected the table and found multiple damaged components. The table needed replacement parts and upgrades to the spars, control box, ball carriage, gross traction brakes, ball and cup assembly, caters, foot pedal, pivot gimbal, expansion junction and batteries.

Event description:
It was reported that the hana table's right leg spar drifted down quickly. It was reported no patient injury.